Manufacturer narrative:
The account found the CPR handle catching on the head deck bracket. He bent the CPR handle back into place to resolve the problem.

Event description:
The account was checking bed functions and when he was putting the bed into trend and let go of the button, it continued to run into trend on its own.